Manufacturer narrative:
Concomitant medical devices: product ID 8780, serial/lot#: (B)(4), implanted: (B)(6) 2022, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-aug-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) (10 mg/ml) and bupivacaine (15 mg/ml) via an implantable pump for spinal pain indications. It was reported that today the patient will be seen to interrogate the pump due to lack of efficacy that began on (B)(6) 2022. Technical services reviewed pump would show events in the logs and to interrogate the pump logs. Company representative (rep) stated that there had been no volume discrepancies and in the past a dye study was performed that showed no issues. It was unclear why the patient was not getting good therapy, rep stated it could be related to catheter tip placement but cause was unknown since the system appeared to be working as intended (outside of symptoms). Additional information received from the company representative on (B)(6) 2022 stated that the cause of the lack of efficacy was not determined. A dye study and an x-ray was performed, the issue was not resolved, patient was going for a second visit with the provider. Additional information was received from a consumer via a healthcare provider (hcp) on (B)(6) 2023 and it was reported that since the doctor ¿anchored it to my spine with a screw¿ at implant, they have had to have two revision surgeries due to the ¿first one (implant) not working¿. It was reported the catheter came loose and no medication was delivered.' The caller was unsure of the first surgery date, but second surgery was on (B)(6) 2022. It was noted 'over the last few weeks,' the patient had pain in their feet, especially their left foot, causing difficulty walking. The patient has an appointment on (B)(6) 2023. Regarding drug information, it was reported, ¿I think some form of morphine. I think there was one change since implant. I've had many adjustments.¿